Event description:
No additional information.

Manufacturer narrative:
Investigation results: received two photos of five 18g insyte autoguard units from unknown lot for the investigation of this incident. Inspection of photo 1 named ¿IV cath. 1¿ shows 5 units sealed in the packaging. No physical defect is observed on the unit. Photo 2 named ¿IV cat 2¿ shows the top web. The web is missing the packaging information that is usually found on the device. In addition, the 5 units have a sticker that appears to be a secondary label. No traces of ink or misprint is seen on the top web. This type of defect is most likely to occur during manufacturing. Missing print can occur during the printing process due to dirty print heads, top web break, top web splice, and software issues. Inspections for missing print are performed per the quality and sampling plan. This would detect software issues or a dirty print head. Before the pallets are released, additional inspections are performed including check for proper print. As all the units were in the same row the defect most likely occurred on one or two rows unlike when a software or print head issues occur. A notification of awareness has been sent to the manufacturing department. Investigation conclusion(s): the customer¿s reported defect of ¿label content missing¿ was confirmed. Probable root cause: packaging/manufacturing.

Event description:
It was reported that bd insyte autog bc unit package label is blank. The following information was provided by the initial reporter: IV cath quantity: 5ea comments: 5 ea of lawson item 315575 has a blank wrapper. Product is in it, but there is no information printed on the package (no exp. Date). Cannot use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.